Manufacturer narrative:
The subject device was not explanted from the patient; therefore, the reported event could not be confirmed through evaluation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The patient's medical records indicate moderate to severe calcification of the valve leaflets. There is no information suggesting that there was a deficiency of the edwards valve. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was disabled after an implant duration of 13 years and six (6) months due to severe bioprosthetic aortic valve stenosis. Per the medical records, over the past year, the patient has developed worsening dyspnea on exertion related to his aortic valve stenosis. The bioprosthetic valve was noted to have moderate to severe calcification of the leaflets. The patient underwent successful valve-in-valve transcatheter aortic valve replacement with an edwards sapien 3 valve. The patient tolerated the procedure without difficulty and was taken to the ICU in stable condition. The patient was discharged home on pod #5 in stable condition.